Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case and pillowing keypad overlay, however no visible cracks noted at keypad overlay. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was 121 mg/dl at the time of incident. The customer stated that the insulin pump's button interface had puffed and was floating above the insulin pump and also stated that it seems like there was pressure built up underneath the keypad and it was pushing it out. The customer stated that there was crack face of keypad. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.